Manufacturer narrative:
Investigation: product support conducted testing of sob w45062 for previous complaint. Data and info follow for tni recovery with calibrator h (pos control): no low bias or decrease values were observed. No error codes were observed. All data points with calibrator h were within the manufacturing 2sd range. % recovery for calibrator h was 99%, within manufacturing final release specifications. The customer did not return any sample or product to biosite for testing. Product support did not confirm the client's observations of discrepant tni results while testing retained devices in-house. Tni recovery was within mfg 2sd range. A review of mfg release data showed tni results to be within release specifications. Product support could not rule out sample-specific interference without return of pt sample. Product deficiency was not established; no corrective action required at this time.

Event description:
Customer called to report discrepant troponin I (tni) results on triage profiler sob test. Pt was admitted and had serial draws tested on sob test. One sample continually gave internal qc failure. Customer reviewed pt's previous values and noticed a discrepancy in one tni value. Pt's treatment was not changed due to result, because the pt was already admitted and receiving treatment for various issues. Caller mentioned that at one point, the pt had received several pints of blood via transfusion.